Event description:
The meter was reading inaccurately high. It was discovered that the meter was reading in the wrong unit of measurement. The patient did not recall going into the setup mode and changing the settings. The patient reported no high or low blood glucose symptoms while attempting to test. Patient reported that their medication was changed, however no adverse events were reported. The issue was not resolved with troubleshooting. No further information has been reported.